Event description:
On (B)(6) 2010, the pt reported she was hospitalized twice in the last 10 days due to elevated blood glucose. She is unable to recall exact dates. She stated her blood glucose was elevated for several days and measured "hi" on her blood glucose monitor. Her normal blood glucose range is 100-250 mg/dl. She called her physician prior to hospitalization who advised her to take an add'l 10 units of insulin. She stated she was admitted to the hospital for one week and diagnosed with diabetic ketoacidosis. She was released from the hospital and used injection therapy for 2 days before being admitted to the hospital a second time for 4 days. She stated the hospital staff was unable to use the infusion device but she was unsure why. Troubleshooting did not reveal any product issues. The pt will use injection therapy until a replacement infusion device arrives. The infusion device was replaced and requested to be returned for eval.